Event description:
Pharmacist of the facility reported to baxter (B)(4) of an all in one empty container with connector in which operator observed leak from unknown location. The reported condition occurred after compounding and not used on patient. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an all in one empty container with connector in which the operator observed leak from unknown location was not confirmed during sample evaluation. Actual sample was returned for evaluation at the plant. During visual inspection no defects were observed. Functional test and pressure test at 8psi were performed on the sample. The container was filled with solution. It was hanged in the hook and let the solution flow through the set. No defect was observed during functional test and pressure test at 8psi. The sample was working within specification. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.